Event description:
I bought the fasciablaster for cellulite. Used it for 5 months before I realized my skin was becoming saggy and crepe! At (B)(6), my skin is not going to get better. I had beautiful skin before this tool. When you post negative effects on the (B)(6) page, you are attacked and/or your post is deleted. (B)(6) the inventor needs to be held accountable for the damage she has caused me and hundreds of other women!

Event description:
Add'l info received from reporter on (B)(6) 2017 for report mw5069468: I have previously reported on the fasciablaster. Since that time, I have tried to contact (B)(6) to talk about the adverse effects that I have had. We had communication before through facebook messenger. She claims to want to help with any bad effects of this tool. However, she has me blocked so I can no longer contact her. How can that happen if I can no longer contact her. (B)(6) needs to be stopped before someone dies from this.